Event description:
It was reported that the was a hole in the cuff created by a crease in the component. Patient underwent a surgical procedure and all components were explanted and replaced without further complications.